Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an infusion set leakage event on 21-oct-2024. The leakage was at the site. The infusion set was in use for less than 1 day. No further information was available.